Event description:
It was reported that the iab was prepped per procedure. Immediately after insertion and connection to pump, blood came back into helium tubing. The iab was exchanged. There were no associated patient complications.